Event description:
It was reported that, the patient with this pacemaker experienced painful stimulation at the pocket area approximately 4 or 5 times per day. The stimulation was reproduced by switching the lead in unipolar pacing and at high output. The physician turned off the leads trends measurements and the automatic threshold, nonetheless the stimulation persisted in sitting conditions. Furthermore, the device was programmed to sense and detect in bipolar in both leads. Additional information was received which indicated that, the technical services (ts) discussed the behavior, and it does not correspond to any particular algorithm. The occurrences were in the evening as during the day and no algorithm can cause the sensations described by the patient over periods of tens of minutes. Additionally, it was discussed that if there was an insulation breakage, it may only appear during certain positions or activities. Additional information was received which indicated that, the system appears to work as intended and designed. The technical services (ts) analyzed the x rays and indicated that it seems that there is a lead distal portion abandoned around the entry side of the vasculature of the patient. Ts cannot clearly distinguish the proximal connector end of the abandoned lead and recommend discussing with the doctor that appropriate actions have been taken regarding that lead (appropriate capping of the lead connector). Ts explained that inappropriate "deactivation" of the abandoned lead could possibly lead to inappropriate pacing behavior (as this could create an alternative current path). The x-rays also revealed that the patient had sternotomy and change in cardiac valves. The x-rays were not conclusive in identifying any insulation issue nor any conductor fracture. Subsequently, ts recommended to discuss it to confirm appropriate lead capping and if the physician decide to perform a system revision, it was recommended a thorough analysis of both the connection of the leads in the header as well as visually checking the lead integrity. Additional information was received which indicated that, the physician decided to explant the pacemaker system and to replace it by a micra device. The physician believed that the leads were damaged during device replacement seven months ago. The pacemaker is not suspected to be implicating into the symptoms of the patient. This system remains in service and will not be returned for analysis. No adverse patient effects were reported.